Manufacturer narrative:
Analysis was performed at the philips bench repair facility. Results of functional testing indicate that there was a speaker malfunction alarm on the device and no speaker sound at start up test. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker, and the device was returned to the customer site. Section d: the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the mx40 was displaying a "speaker malfunction" error, and there is no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.